Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's father reported via phone call indicating high blood glucose readings and occlusion from the reservoir. The customer's blood glucose reading was 540 mg/dl, which was treated with syringe. The customer reported no deliveries did not occur during manual prime. The customer stated that the alarm was resolved by complete set change. The reservoir will not be returned for analysis.